Manufacturer narrative:
After review of the reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete capsulorhexis occurred during laser assisted cataract surgery (between 0 to 90 degrees). The doctor tried to manually handle the capsulorhexis but the capsular bad ruptured. The procedure was completed. Additional information requested.